Event description:
It was reported, the patient experienced an overstimulation sensation. The patient had stimulation off, and then "all of a sudden, the stimulation turned on and increased." Three days later, it was reported, the cause of the issue was unknown. No diagnostics were performed on the device. No malfunctions were reported. It was noted, the patient was asked to keep a journal moving forward. The patient outcome was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37744 lot# serial# (B)(6), product type programmer, patient. (B)(4).